Manufacturer narrative:
This report is associated with argus case (B)(4), polident denture cleanser.

Event description:
Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received double salt denture cleanser (polident denture cleanser) tablet for denture wearer. On an unknown date, the patient started polident denture cleanser. On an unknown date, an unknown time after starting polident denture cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident denture cleanser was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser. Additional details: it was reported that t accidentally swallowed the product "2 days ago". Follow up information received 09 november 2016: upon follow-up, the reporter reported that her mother was more than 70 years old. No adverse event occurred after she accidentally swallowed the product. The reporter did not have further information to provide. No further follow-up expected.

Manufacturer narrative:
1020379-2016-00060 is associated with argus case (B)(4), (B)(6) denture cleanser.

Event description:
Accidental swallowing [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received double salt denture cleanser ((B)(6) denture cleanser) tablet for denture wearer. On an unknown date, the patient started (B)(6) denture cleanser. On an unknown date, an unknown time after starting (B)(6) denture cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with (B)(6) denture cleanser was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to (B)(6) denture cleanser. Additional details: it was reported that t accidentally swallowed the product "2 days ago".